Manufacturer narrative:
The serial number is currently unavailable; therefore, the manufacturing site and device manufacture date are unavailable. UDI has been updated accordingly. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a total knee arthroplasty surgical procedure, it was observed that the battery handpiece device modular lost power. It was unknown if there were delays to the surgical procedure. According to the reporter, the nurse could not get the drill to function therefore, an alternate battery was tried and with no change. A different trs headpiece was brought in and functioned properly. The faulty headpiece was tested again with a third battery after going through decontamination and was non functional. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device serial number was reported as unknown in the initial report. The serial number has been updated to 8709. The unique identifier( UDI) has been updated accordingly. The device manufacture date was reported as unknown in the initial report. The date had been updated to oct 31, 2013. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device would not run, the internal components were corroded and the magnetic support was broken causing the lower trigger not to work. The device also failed pretest for check for leakage, check function of all modes and check response of on/off trigger. Therefore, the reported condition was confirmed. A review of the device history record was performed and no non-conformances were detected related to the reported condition. The assignable root cause was determined to be due to improper cleaning which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.